Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 68 mg/dl (right hand), 182 mg/dl (left hand). Test were done within < 10 minutes with a difference of 81%. Patient did not experience any adverse events. No further information has been reported.